Manufacturer narrative:
Investigation summary: bd received a photo for investigation. The customer¿s photo shows two devices with hub/collar separation and bent cannula, while the safety shield remains properly attached. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: bent and hub/collar separation, and hub/collar separation. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism.bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 3: it was reported that while using the bd vacutainer® eclipse¿ blood collection needle pre-attached holder, the safety shield did not lock properly after the sample was collected. The number of affected tubes was not specified.

Event description:
Report 1 of 3: it was reported that while using the bd vacutainer® eclipse¿ blood collection needle pre-attached holder, the safety shield did not lock properly after the sample was collected. The number of affected tubes was not specified.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.